Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty circulation pump. The device was evaluated, and the reported issue was confirmed as the unit needed to be primed during decontamination due to a weak circulation pump. Serviced the circulation pump. The l-tube & double l-tubing appears distended/expanded. Performed 2k pm service on the unit. Serviced the mixing pump. Replaced the heater, manifold o-rings, drain valves, tank tubing and the coin cell, updated graphics from. Performed a functional check and pre-cal the device after the repairs. Placed on acats (automated calibration and test system). Passed acats and document testing. Performed an electrical safety test. Passed electrical testing and documented testing. Completed the final inspection. Installed shunt lines into fdl and verified the pressure test was found to meet the requirement of +2psi or above per procedures. Fdl passed all leak and pressure tests and is free of damage or defects. Temperature input cable was inspected and tested with resistance thermometer, checked for accurate reading, and passed. The unit is functioning properly. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. The device did not meet specifications, and was influenced by the reported failure. It is unknown if there was patient involvement on the device. The device history record review was not required as event was not an out of box failure and therefore the reported event is not manufacturing related. Labeling review was not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: d,f,h h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the biomed stated the users were getting alert 01(patient line open) and alert 02 (low flow) in arctic sun device. When they bypassed the device they were getting flow rate of 1.8 lpm, inlet pressure of -7.0 psi circulation pump command of 60%. They explained that it was indicative of a weak circulation pump and since it had 5617 system hours and no records of the 2000 hour preventive maintenance. They recommended to send it for the 2000 hour preventive maintenance service. Per investigator notification received on (B)(6) 2023, it was reported that the l-tube & double l-tubing appears distended/expanded. Performed 2000 hours preventive maintenance service on the unit.

Event description:
It was reported that the biomed stated the users were getting alert 01(patient line open) and alert 02 (low flow) in arctic sun device. When they bypassed the device they were getting flow rate of 1.8 lpm, inlet pressure of -7.0 psi circulation pump command of 60%. They explained that it was indicative of a weak circulation pump and since it had 5617 system hours and no records of the 2000 hour preventive maintenance. They recommended to send it for the 2000 hour preventive maintenance service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.